Event description:
A malfunction alarm was reported during the pumping process of an insulin pump, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support in attempting to load a new cartridge, the cartridge alarm persisted, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump, which was still under warranty, while the patient used a backup insulin pump in the interim.